Event description:
A surgeon reported glistenings on a pt's intraocular lens (iol) that was implanted in 2006. The pt is not affected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 03/07/2008.